Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access high sensitivity troponin I reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. System performance indicators such as system check and calibration were passing within specifications at the time of the event. Quality control was passing before and after the event. There is insufficient evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned result. Field application specialist (fas) assisted the customer over the phone on 04apr2025 (B)(4). A service was dispatched on 07apr2025 to collect the data (B)(4) needed for complaint investigation. According to the access hstni instruction for use (IFU), it states: ¿follow blood collection tube manufacturer¿s recommendations for centrifugation.¿ in conclusion, the probable cause of this event cannot be determined. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event. Although a sample handling issue related to a shorter centrifugation time could have contributed to this event, it cannot be confirmed with the available information.

Event description:
On (B)(6) 2025 the customer reported obtaining non-repeatable, falsely elevated hstni (access high sensitivity troponin I, part number b52699, lot number 472312) patient results for one patient involving the laboratory's dxi 800 access immunoassay w/spot b analyzer (part number a71456, serial number (B)(6). The customer reported that the following access hstni results were generated with two samples collected from the same patient: sample ID (B)(6) (collected on (B)(6) 2025 at 01:30 pm): initial result: 22.76 ng/l (high, >18 ng/l) on (B)(6) 2025 at 02:00 pm. Repeated results: 21.19 ng/l ¿ 20.70 ng/l (high, >18 ng/l) on (B)(6) 2025. Repeated result: 19.55 ng/l (high, >18 ng/l) on (B)(6) 2025. Sample ID (B)(6),(collected on (B)(6) 2025 at 02:44 pm): initial result: 645.81 ng/l (high, >18 ng/l) on (B)(6) 2025 at 03:08 pm. Repeated result: 19.97 ng/l (high, >18 ng/l) on (B)(6) 2025, repeated result: 19.30 ng/l (high, >18 ng/l) on (B)(6) 2025, per raw data analysis, no flags were observed on the questioned result. The patient was transferred to kssg based upon the elevated access results and treated according to the scheme for myocardial infarction (treatment type not provided). No further information was provided. No hardware errors or issues with other assays were reported in conjunction with this event. System check passed on 27feb2025, 06mar2025, 13mar2025, 20mar2025, 27mar2025, 31mar2025 and 03apr2025. Calibration passed on 31mar2025 with reagent lot 472312 and calibrator lot 439785. Quality controls (qc) were passing within the laboratory¿s established ranges on 02apr2025 and 03apr2025. There is insufficient evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned result. No issues with samples integrity were reported by the customer. The samples were collected on greiner lithium heparin plasma tubes with gel separator. The usual customer practice for sample centrifugation are: 10 minutes at 3,200 rpm at 20°c. Per raw data analysis: sample ID (B)(6) was loaded on the instrument at 01:41 pm (11 minutes after its collection). Sample ID (B)(6) was loaded on the instrument at 02:49 pm (5 minutes after its collection). According to the blood collection tube manufacturer, the recommendation is to centrifuge the lithium heparin gel tubes for 10 - 15 minutes at 1,800g ¿ 2,200g. The shorter centrifugation time of the sample ID (B)(6) could have contributed to this event.